Manufacturer narrative:
Medwatch sent to FDA on 08/26/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of moving substance, pain, vision loss, and retrograde embolization of the central artery of the retina are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of moving substance, pain, vision loss, and retrograde embolization of the central artery of the retina as follows: contra-indications " do not inject juvéderm voluma with lidocaine in the periorbital area (eyelid, under-eye area, crow¿s feet) in the glabellar region or in the lips. Do not inject juvéderm voluma with lidocaine into blood vessels (intravascular)." Undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported prior to injection patient was pretreated with "hibitane" and then injected to the mid-facial and nasolabial with juvederm voluma with lidocaine. Seconds after injection to the left side, patient developed "moving substance under the eye to the nose, then pain and vision loss." The event was further described as a "retrograde embolization of the central artery of the retina." Patient was treated with hyaluronidase and a "retrobulbar" and was additionally hospitalized in intensive care. Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 6/30/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information received from the healthcare professional: patient was treated on the same day as injection with paracentesis, IV mannitol/diamox, and four "retrobulbar" hyaluronidase injections, none of which was effective. No other treatment was given after this date. Patient has permanent vision loss in the left eye.